Manufacturer narrative:
A good faith effort was made to product model and serial number. This information was not available per the customer and therefore all available information is included in this report.

Event description:
It was reported that this lead placed temporarily during an implant procedure and exhibited failure to capture. A different lead was successfully implanted. No adverse patient effects were reported.